Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation that when a contour ercp cannula was advanced through the papilla, a "tear" at the distal end of the device was noted. According to the complainant, the device was removed and replaced with another contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".